Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Upon review of battery voltage trend data, a rapid drop in voltage was observed. The device was tested on the bench and using automated testing equipment and no sources of high current drain were found. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Event description:
It was reported that the patient presented to the ER after receiving a patient notification. Device interrogation showed the device was at eri. Premature depletion is suspected. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.